Event description:
It was reported that the patient had complained of pain in their upper left abdominal area during right ventricular (rv) pacing due to diaphragmatic stimulation. The rv lead threshold level was reading high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).